Event description:
(B)(4). Same patient as MDR ID 2134265-2013-01762. It was reported that during a percutaneous coronary intervention, a watermelon seeding of the balloon catheter occurred. The patient presented with class 2 stable angina. The 70% stenosed de novo lesion was located in the saphenous vein graft to 1st diagonal artery with a reference vessel diameter of 4mm and a lesion length of 15mm. Balloon angioplasty was performed in the target lesion with 3.00 x 12 mm and 2.50 x 12 mm emerge balloon catheters. Watermelon seeding occurred with both balloons. It was also reported that a 4.00 mm x 16 mm promus element plus stent was deployed in the target lesion, resulting in 0% residual stenosis. No complications were noted and the patient was discharged on the following day on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).